Manufacturer narrative:
The monopolar curved scissors instrument tip cover accessory was replaced, and the damaged cover was thrown away. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted nipple malignant with tissue expander sparing gastrectomy surgical procedure, the monopolar curved scissors instrument tip cover accessory was ripped. The tip cover accessory was replaced and the damaged cover was thrown away. The procedure was completed with no reported injury.